Event description:
It was reported that the components were revised due to adverse local tissue reaction.

Manufacturer narrative:
The catalog number, lot code and description of the stem was not provided. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.